Event description:
It was reported that bd insyte autog bc catheter sheared. The following information was provided by the initial reporter: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Issue: when the rn was starting the patient's IV, the patient complained it felt different. Upon inspection the rn noticed that the catheter looked sheared. The next IV from the same lot 4222174 that we opened also looked to have something on the bevel and didn't look right. The a 3rd IV opened also looked to have a rough end. We got a catheter from a different lot to start her IV with. Event date: 03/04/2025 was there injury? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter could not be confirmed from the three 20ga insyte autoguard bc units that were provided for investigation. A visual examination of the returned samples revealed no damage or defects on the IV catheters. A microscopic examination of the catheter tips revealed that the tips were acceptable according to the visual standard. A review of manufacturing records was performed and there were no issues during the production of this batch. Although the returned samples were acceptable and the manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.